Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter display was cracked. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said the cracked display issue first started approximately one month ago. Information was not provided as to whether the patient was able to test his blood glucose after the issue started. The patient denied taking any action as a result of the product issue. Whether or not the patient continued to take his daily doses of metformin and januvia was not confirmed. The patient claimed that he had cold sweats and was stumbling 2 says after the product issue started. The patient denied receiving treatment due to the issue. The cca noted the meter trauma occurred and the meter display was damaged. The patient's products were replaced. This complaint is reported because the patient alleges that the display of his one touch ultra meter was cracked and afterward he experienced cold sweats, which can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.